Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): preliminary analysis revealed the device was programmed ovo. The no output at functional test was the result of a lifted pond wire. The left ventricular bond wire lifted prior to explant.

Event description:
It was reported that the device falsely indicated an open circuit on the lead and loss of lv capture was noted. The device was then removed and upgraded with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.